Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: (B)(4) avenirâ® mãiller, stem, (B)(4); (B)(4) trabecular metal acetabular revision system, buttress augment (B)(4); (B)(4) trabecular metal acetabular revision system, column buttress, (B)(4); (B)(4) trabecular metal acetabular revision system, column buttress, (B)(4); (B)(4) shell with multi holes porous (B)(4); (B)(4) femoral head product (B)(4); (B)(4) constrained liner with ring (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4); (B)(4) bone screw (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05098, 0002648920-2017-00460, 0001822565-2017-05103, 0002648920-2017-00461, 0002648920-2017-00463, 0002648920-2017-00464, 0002648920-2017-00465, 0002648920-2017-00466, 0002648920-2017-00467 and 0002648920-2017-00468.

Event description:
It was reported by patient's legal counsel that the patient's left leg was amputated approximately one month post-implantation due to necrosis and infection following a thrombectomy. The patient was reported to have experienced hallucinations for 20 days following the thrombectomy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Documentation shows the lot was sterilized according to specifications. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was identified an internal software error produced and submitted an invalid device product code in the previous submissions related to this reporting. The device product code has been updated with no further changes. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.